Event description:
It was reported that the patient requested an explant due to discomfort from the implantable pulse generator (ipg) since the implantation. The patient had pain from it. The ipg and leads were explanted without complications. There was no report of patient harm or injury. The ipg and leads were not available for analysis. The device was disposed of at the hospital.

Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient requested an explant due to discomfort from the implantable pulse generator (ipg) since the implantation. The patient had pain from it. The ipg and leads were explanted without complications. There was no report of patient harm or injury. The ipg and leads were not available for analysis. The device was disposed of at the hospital.

Manufacturer narrative:
(B)(4). The ipg and lead device history record was reviewed. No relevant nonconformances were found. Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation leads. Serial number: (B)(6). UDI #s: (B)(4). Updated h6.